Event description:
It was reported that lead integrity alert (lia) was triggered for short interval counts (sic) elevation and non-sustained tachycardia episodes with some oversensing. It was noted, the patient has a history of atrial impedance out of range. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID 5568-45 implantable pacing lead implanted: 2011 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported the right ventricular (rv) lead electrocardiograms (egms) from a non-sustained tachycardia episode appeared to be noise on the egm. There was also low impedance on the atrial lead. The leads was were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the exposed svc (superior vena cava) defibrillation coil was fractured. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.